Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call on 10-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and she did not currently have any diabetic symptoms. No further medical attention was reported. Note: manufacturer contacted customer in a follow-up call on 13-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 error. Daughter and pharmacist are calling on behalf of the customer. Daughter stated the e-5 error occurred several times. Daughter stated she had performed a blood test herself using the truemetrix meter and had also obtained e-5. At the time of the call, customer was feeling dizzy and lightheaded; customer was not at pharmacy with the daughter. Daughter stated that customer was hospitalized (B)(6) 2020 and discharged on (B)(6) 2020. Customer went back to the hospital on (B)(6) 2020, the night before the call, due to high blood glucose. Customer had frequent urination, dry mouth and throwing up. Daughter stated customer went to the hospital due to an infection and that caused her blood glucose test results to be high. Customer's blood glucose test result when she arrived at the hospital was 600 mg/dl. Customer was diagnosed with hyperglycemia and was given and IV and insulin to lower her blood glucose to the 300's mg/dl when she was discharged.